Event description:
During a follow-up with the head nurse, the nurse stated that she had some basic information only. The head nurse stated that the home patient (hp) had a pin hole size hole in his transfer set so the transfer set was changed out.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to one of the supply bags falling and disconnecting. The lot number is unknown therefore a batch review was not performed. In a follow up phone call by product surveillance, the caregiver (cg) explained that the bag must have fallen off the table as the homepatient likely swung the tubing during sleep. Per cg, there were no defects on the supplies. The cg stressed that this was an accidental occurrence, and that the bags are properly setup on the table as trained by their nurse. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that a bag fell off and disconnected during dwell 2 on the homechoice (hc) machine. The caregiver (cg) stated that he called the peritoneal dialysis nurse and she told him to start over with new supplies. The technical service representative (tsr) walked the cg through the ending therapy early procedure. The cg ended therapy and would start over with new supplies. During a follow up with the cg, the cg explained that the bag must have fallen off the table as the hp likely swung the tubing during sleep. Per cg, there were no defects on the supplies. The cg stressed that this was an accidental occurrence, and that the bags are properly setup on the table as trained by the nurse. Per cg, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.